Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats bullectomy. According to the reporter: two weeks after the surgery, on (B)(6), 2011, leakage was found. At the re-operation, a pin hole was found on lung tissue far from the stump. A few days after the re-operation, on (B)(6), 2011, leakage was found again. Again a pin hole was found on tissue. Both of the holes were found on tissue, but not on the part duet sheet touched. The pt is under observation. No difficulty was noted in the use of the duet during surgery.